Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: addr01 implantable pulse generator 2013-(B)(6), 5076 implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that within two days of implant the right ventricular (rv) lead had higher than implant thresholds with intermittent complete heart block and a suspected dislodgement. During the lead revision, when the rv lead was inserted into the device header there was intermittent capture, and when the rv lead was removed and reconnected to the device the issue persisted with the patient exhibiting alternating complete heart block and a paced rhythm. The device had a suspected pacing problem. The rv lead was repositioned and remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.